Manufacturer narrative:
This MDR is being filed late since it was in advertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.

Event description:
The customer stated, that he performed a control test and received a result of 255 mg/dl. While troubleshooting, he performed 2 more control tests and received results of 275 and 267 mg/dl. The normal control range was 115-166 mg/dl. The customer did not allege any adverse events. The test strips and meter were to be returned for evaluation and replacement products were sent to the customer.